Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks to the patient. The patient was in ventricular tachycardia (vt) and the device delivered three bursts of anti-tachycardia pacing (atp) that did not convert the patient rhythm. A shock was delivered that resulted in the patient returning to normal sinus rhythm. The sinus rhythm caused redetection and four inappropriate shocks were delivered. After some time, the patient went back into vt and an appropriate shock was delivered that did not convert the patient and the therapy was exhausted. The health care professional (hcp) reported that the patient was externally shocked. No programming changes were discussed for the device. This ICD remains in service. No additional adverse patient effects were reported.